Manufacturer narrative:
A review of complaint history for the associated lot was conducted and no other complaints related to this failure mode were identified. The affected administration set was returned to intuvie on march 6, 2026 for evaluation. Upon inspection, it was confirmed that foreign material, identified as a hair, was present inside the sealed package. The device remains under investigation to determine the source of the contamination.

Event description:
A customer reported that during a pharmacist inspection, what appeared to be a hair was identified inside a sealed administration set package. The product was unopened at the time of discovery. No adverse event or patient injury was reported in association with this complaint.